Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and after the reset, the error code did not appear again, allowing the customer to successfully start the sensor session.